Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during support, the following day, a controller error alarm triggered with loss of placement signal. The placement signal did return, and controller error alarm resolved. However, the hospital team recommended removing the automated impella controller (aic) from support and send it in for investigation. The aic was exchanged, and there was no harm to the patient as a result of the event.

Manufacturer narrative:
The automated impella controller device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that during that time all signals received from optical bench (placement, snr, contrast, lamp, gain) were represented as -16384 values due to the crc error. Console was, but the issue was not reproduced. The cause of the aic issue was a software issue. H10 narrative erroneously stated the device was not received on the initial manufacturer device report number 1220648-2025-27722.